Manufacturer narrative:
The insulin pump passed the basic occlusion test, occlusion test, prime test, excessive no delivery alarm test and displacement test. No unexpected no delivery alarm or motor error alarms were noted. The motor was tested outside of the device and passed. The insulin pump was received with a cracked case at display window corners and battery tube threads, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error and no delivery during a bolus attempt. The blood glucose reading was 150 mg/dl. The customer stated that he tried 4 times to rewind the insulin pump and received the no delivery alarm when 5 units of insulin have filled. He was unable to rewind the device. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.